Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the metal cap is detached and not returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits mild devitrification at the output window; the outer flow tubing exhibits signs of abrasions; the octagonal stop sign indicator (red dot) and blue arrow on the outer flow tubing open end are erased. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 65,881 joules of use and 8:29 minutes, "metallic cap defected" was observed. The procedure was completed using a second fiber. There were "no injuries to the patient" reported.